Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation remains inconclusive for the alleged malfunction. The definitive root cause for the reported deflation issue could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75164 pta balloon dilatation catheter allegedly experienced deflation issue. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The age, weight and gender of the patient was not provided.